Event description:
Facility alleges defibrillator failed to release current during cardiac arrest. CPR done by staff until emt arrived. Patient was hospitalized. Reportedly in stable condition. The defibrillator was checked and replaced.